Event description:
During a conversation between sales consultant and surgeon, the surgeon reported: in two and a half years he has had two patients that were implanted with the tfn nail and both patients had infections within, approximately, six months later. No other details were given, additional information has been requested. This is 1 of 2 reports.

Manufacturer narrative:
(B)(4): without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4): placeholder.